Event description:
It was reported that a catheter fracture occurred. A 6f guidezilla ii was selected for use. During unpacking, it was noted that the catheter was fractured and unusable. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. There was no sign of fluid within the device. At 3.5cm from the tip of the device, the shaft was kinked. There was no detachment or separation of the device. The device was returned intact, but the shaft was found kinked. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter fracture occurred. A 6f guidezilla ii was selected for use. During unpacking, it was noted that the catheter was fractured and unusable. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.